Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an infection from the lifevest rubbing on an incision. The patient indicated that she was admitted to the hospital to have plastic surgery to cover the scarring. The patient's physician ended use of the lifevest. The patient indicated that she was doing better.